Manufacturer narrative:
MDR 3003442380-2024-05282 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issues with 5 infusion sets of the same type. The infusion set fell off during use in 5 events between (B)(6) 2024. The infusion set was in use for less than 24 hours. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.